Manufacturer narrative:
The instructional manual states that: "this product must be checked periodically. A defective product should not be used. Parts that are broken, missing, plainly worn, distorted or contaminated should be replaced immediately. The pre-use checkout procedure must be performed before using this equipment on each patient."

Event description:
It was reported that a small piece of plastic was discovered inside the patient tube of an intersurgical waters circuit during the pre-use checkout procedure. On investigation, this was found to have come from the end of the plastic flowmeter nipple which was used to test the circuit before it was put into use. The conclusion was that the nipple was previously damaged by impact, causing it to detach during testing. No injury was reported.